Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s blood glucose level was 400 mg/dl and 130 mg/dl. The customer was treated in the hospital. The customer was wearing the pump at the time of hospitalization. Customer stated that the son was hospitalized due to diabetic ketoacidosis had repeatedly gone high with body not responding after bolus and changing infusion sets. The insulin pump will not be returned for analysis.